Event description:
It was reported that blue powder coating material broke off from the shaft of the device and remained in patient.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed that a section of powder coating distal to the electrode face is missing. The surface finish of the surrounding coating is heavily abraded and scratched from apparent mechanical damage. Edges of the coating defect appear to have burned away possibly caused by ablation. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the complainant's event was most likely caused by mechanical damage related to device handling, such as scraping the device against bone or another instrument/device, or attempting to bend or reshape the device during use and as the insulative coating once compromised, burned outward enlarging the defect as the device was used. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.